Manufacturer narrative:
Manufacturers narrative: section h6 conclusion code - 67 - no problem found - as no device or diagnostic scan data was returned and no issues found with regards to the analysis of production records, no root cause has been determined. Vascutek ltd. Now considers this complaint closed. Further action is not planned, however the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develop, action may be taken at that time.

Event description:
Original information received: on the 26-mar-20 vascutek ltd. Received the following information from our distributor (terumo france): the event was reported as follows: a patient underwent an aorto bi-femoral bypass procedure and a gelweave extra long bifurcate device was used. The patient suffered immediate thrombosis. Intervention was performed (unknown type). The patient was later transferred to intensive care. Additional information received: following the procedure, and during the night the patient presented with an incomplete acute ischemia of the right lower limb. Doppler imaging confirmed an occlusion in the right leg. Intervention performed. Surgical approach made at the level of the right scarpa. The fogarty brings back a significant quantity of fresh thrombus. Arteriography shows thrombus within the body of the prosthesis and in the left leg. The laparotomy is redone as well as the left scarpa. Aortic clamping, upon opening of the aortic anastomosis; the body of the prosthesis is the seat of an adherent thrombus which is removed with forceps. Fogarty complementary in the 2 legs and the deep femorals. Closure of the surgical access was completed. Favorable evolution then and doppler control finding no residual thrombus and a normal permeability of the prosthesis.

Manufacturer narrative:
(B)(4).

Event description:
On the (B)(6) 2020 vascutek ltd. Received the following information from our distributor ((B)(6): a patient underwent an aorto bi-femoral bypass procedure and a gelweave extra long bifurcate device was used. The patient suffered immediate thrombosis. Intervention was performed (unknown type). The patient was later transferred to intensive care.